Event description:
Device 2 of 2. Reference MFR report #: 1627487-2012-06296. It was reported the pt is experiencing pocket heating while recharing the ipg. No further info is available at this time. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.